Event description:
International customer reported that a pt developed a wound dehiscence two days following an unspecified surgical procedure. The pt was returned to surgery for repair.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products. Lot zbk096 mfg date: 02/01/2007, exp date: 01/31/2012, lot xj7809 mfg date: 08/01/2006, exp date: 07/31/2011, lot zc6318 mfg date: 03/01/2007, exp date: 01/31/2012.